Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs system stimulation was turning on by itself. The pt has not used or charged her system in approximately two years as she no longer needs the system due to other action taken. Surgical intervention is planned for a later date to address the issue.